Event description:
It was reported that the user experienced recurrent low glucose at night and after meal announcements while using the ilet system, had been pausing the pump when low and entering smaller-than-usual meal announcements, and expressed a desire to return the pump. The issue was associated with user procedure and the user interface. Symptoms included hypoglycemia with a nadir of 40 mg/dl. Outcomes included no health consequences or impact and minor injury of low blood glucose resolved with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure or method, involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.